Manufacturer narrative:
Device received with missing segments due to cracked zebra connector at lcd board. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratches on lcd window.

Event description:
Customer's mother reported via phone call that the device had a black screen and there was a bar on it. Customer's blood glucose was unknown. There was fog underneath the screen. There was a hairline crack on the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.